Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The right atrial (ra) lead exhibited high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.